Event description:
A certified nursing assistant was transferring a patient from bed to shower using the arjo opera lift with a sling. While transporting the patient to the shower, the employee noted that the patient was sliding sideways and coming off of the sling. The employee grabbed the sling and tried to lower the patient to the floor but patient did fall to the floor. Staff found that the gray connector clip on the upper left of the sling had snapped in half and caused the sling and patient to fall. Age of sling is unknown but the sling had 09/04 on it which might be a date. Sling noted to have had multiple washings.